Manufacturer narrative:
The investigation determined that three non-reproducible, higher than expected trop I es results occurred while using the vitros 5600 analyzer. The most likely cause is an instrument related issue. However, a definitive analyzer component or subsystem have not been confirmed as the root cause. There is no evidence that vitros trop I es reagent has malfunctioned. Performance tests following service have verified that the instrument is operating as expected. The customer and ocd are continuing to monitor system performance.

Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results on three patient samples while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).